Event description:
It is reported that the pilot line detached from the pediatric microcuff endotracheal tube.

Manufacturer narrative:
It was further reported there was no pt injury and the endotracheal tube remains in place until it is time to extubate the pt. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow up report will be submitted. A return sample for eval is not expected.